Event description:
It was reported that the physician was unable to access the epidural space due to scar tissue during a trial procedure on (B)(6) 2021. While attempting to advance the trial lead a csf leak occurred. The trial was abandoned and no leads were placed.